Manufacturer narrative:
The customer determined that the patient's skin had been mistyped prior to the lightsheer treatment and that this was the root cause of the mild burns reported.

Event description:
Patient type IV received mild burns to legs associated with a (B)(6) 2004 lightsheer hair removal treatment at 23j/30 ms. This was the patient's first light sheer treatment to the legs. The burns scabbed and the patient developed hypopigmentation which may be permanent. The patient was also treated to the tops of both feel at these settings with no reported problems. Following the incident, the customer followed the customer and determined the patient's legs should have been treated at 100 ms rather than 30 ms due to uneven pigmentation on the legs, particularly on the lower legs. The patient was prescribed silvadene cream twice per day for the burns.